Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of 'air in line' and tubing separation could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unspecified bd¿ tubing came apart and had air in the line. The following information was provided by the initial reporter: it was reported by the customer that the tubing fall off when the pump was opened per "air in line" error. Verbatim: during sms rounds on unit r5 - charge nurse reported to me that last night nurse opened the door latch on a lvp that was infusing - the module fell off and sliced the tubing that was infusing tpn. Charge nurse was unaware whether the device was taken out of service and tagged for biomed. Patient was unable to receive the remainder of tpn - tpn is prepared just once a day.